Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Customer stated that the blood glucose was 205 mg/dl at the time of incident and the customer¿s current blood glucose was 32 mg/dl. Customer stated that they were visited to emergency room due to pump over delivering. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was active. Customer stated that insulin pump had pump error alarm and they were able to clear an alarm and they were able to completed rewind of an insulin pump. Customer reported that the insulin pump will be returned for analysis.